Manufacturer narrative:
The device was in use for treatment. The lead was capped and will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6)2015 the customer reported this lead was capped due to high impedance. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 6 years, 2 months. On (B)(6) 2015 this additional report information was provided for the high impedance measurements, the customer reported at the time of change out the lead impedance was around 500 ohms. At device follow-up clinic, the lead was greater than 3000 ohms.